Event description:
Kaz USA, inc received a report from a consumer regarding the use of a braun ear thermometer. She alleges that using the ear thermometer on her daughters caused them both to lose consciousness. She is also alleging that use of the ear thermometer caused leg tremors and a heart murmur in one daughter. The consumer took both children to the hospital after the incident. There are no reports of the use of an ear thermometer causing loss of consciousness or other medical problems. The thermometer involved in this incident has been requested back for eval.